Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3- date of event is estimated. Section a4: patient weight is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was not receiving effective therapy. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated patient was exhibiting high impedances on most contacts.